Manufacturer narrative:
Upon further evaluation of the device, service found damage inside the channel and traces of fluid were observed in the device. The adhesive at the distal end was peeled off, and the light guide lens had scratches. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that an image problem and electrical continuity error occurred due to water invasion of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service observed error code b30 (scope communication error), and found it was due to fluid ingress causing an electrical continuity error. This report is being submitted for the malfunction found by service during the device evaluation [error code b30]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the customer's reported issue and to provide additional device evaluation details. During inspection and testing of the returned device, service found fluid invasion inside the scope connector. There was corrosion on the printed circuit board and on the cable connection. One light guide cover lens was shocked (scratched). The adhesive of the bending section cover (a-rubber) was separated. The inner surface of the biopsy channel showed shavings. The insulation resistance value at the distal end was out of specification. Consequently, the device underwent a drying process.

Event description:
Additional information was received regarding the customer's reported issue (image problem and electrical continuity error): the reported issue occurred before the intended procedure, when connecting the endoscope to the video column. There was no image, along with an error message: "please contact olympus". There was no patient impact due to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective electrical contact of circuit board in scope connector may have occurred by influence of water which invaded the device due to the following causes: - stress, such as opening venting connector was accidentally applied while the device was under water. - foreign material such as fragments of cleaning tool got stuck in valve of venting connector which made venting connector unclosed. - when used with reprocessor, leak test air tube was broken/ inadequately connected, or packing of reprocessor/ leak test air tube was broken. Then, moisture which invaded scope connector that invaded tube when leakage was detected. - the device which sterilization cap was attached, immersed reprocessing liquid. - connector cap of the leakage tester was attached to wet venting connector. - leakage tester was attached/detached while the device was under water. The event can be prevented by following the instructions for use (IFU) which state: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. 5.4 leakage testing of the endoscope: perform the leakage test: - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. Olympus will continue to monitor field performance for this device.